Event description:
It is reported that the device was implanted in 2001. Approximately six years post-op, the patient complained of pain. The device was revised in 2007.

Manufacturer narrative:
Evaluation summary: x-rays and patient details are not known. Liner has fracture at the flange and a lot of gouges on the liner face. Details of shell orientation in-vivo are not known. Type of head and stem used are not known. Exact cause for current situation is not known. Liner exhibits minimal wear to bearing surface. Liner exhibits extensive gouging damage to the top and side portions of the rim, and fracture damage to the non-elevated section of the rim. Device history records indicate manufacture to specification. Fracture surfaces of the crack were not accessible to scanning electron microscope examination as the rim piece had not separated nor was the crack wide enough. Energy dispersive spectroscopy analysis showed a carbon (c) peak in the spectrum typical of uhmwpe.